Event description:
"Possible erroneous refill-possible intermittent symptoms of withdrawal." Suspected precipitation of drug in pump. Follow up with hcp revealed patient received refill in another state prepared by a different provider. Since that refill, patient has experienced episodes of pain and nausea lasting minutes to hours at a time then, suddenly patient felt better with resolution of symptoms with no action taken. Rotor study done-normal function. Dye study - normal. Hcp replaced pump. Turned on pump with usual medication mixture and dose. Patient has not reported any problems with new system.